Manufacturer narrative:
The fse visited the customer site, evaluated the device, and confirmed that the device display was not functioning due to a defective mainboard. The mainboard (control pca) was replaced, and the display function was checked, confirming it was working normally. All functional tests were performed and passed, and the device was returned to full functionality. No further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that the display isn't functioning.